Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, rupture. The device was explanted. This record relates to the right side.

Event description:
Healthcare professional reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to b3: 27feb2023. Photo analysis visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported rupture diagnosed by MRI and ultrasound. The device will be explanted. This record relates to the right side.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.